Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was above 550 mg/dl. Caller stated that the customer had nausea end was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.